Manufacturer narrative:
(B)(4)

Event description:
The patient reported experiencing blood glucose levels in the 400's and 500's mg/dl. The patient reported having issues with the meter remote and pump not communicating and emitting "unable to communicate" alarms. The patient stated that there were electronic devices around that could have interfered. The patient reported knowing how to change the channel on the meter remote and pump; the patient reported changing the channel but not by as many as 5 channels. Troubleshooting found that the patient was not reading the bolus history correctly; the patient thought that the bolus history showing a cancelled bolus 3.6 units of 9.35 units meant that 3.6 units were not delivered however, in reality the pump had delivered 3.6 units. The patient also reported other factors contributing to elevated blood glucose levels including gastroparesis, possible pain related to her pancreas, and site and set issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported that the pump was alarming for a communication error. The alleged issue is not likely to cause an adverse event because the pump alarmed to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Troubleshooting with the patient indicated that the patient was incorrectly reading the bolus history which could cause the patient to program an inaccurate dose. No conclusions can be made at this time.